Event description:
It was reported that after an arthroscopy, the doctor was worried that the regeneten implant caused side effects. The patient presented to the clinic with discomfort swelling and shoulder pain. A multiplanar multisequence MRI without contrast was made on the right shoulder. The results showed that there was large amount of fluid in the sub acromial subdeltoid bursa, complex fluid with internal areas of linear synovial thickening. The complex fluid extends through a defect or widening across the acromioclavicular joint into the adjacent soft tissues of the cranial margin or the acromioclavicular joint with a large fluid collection with nodular thickened areas. This may represent complex subacromial subdeltoid bursitis which was decompressed into the acromial clavicular joint with decompression into the cranial soft tissues across the acromioclavicular joint. Supraspinatus tendinosis with acute partial thickness partial width low grade articular surface tear without the tendon retraction muscle atrophy. Infraspinatus tendinosis with acute partial thickness partial width low grade articular surface/insertional tear without tendon retraction muscle atrophy or edema. It is unknow how it was treated and what was the patient outcome.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.